Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted the patient temperature was erratic fluctuating from 11c to 32c in an arctic sun device. They confirmed they verified placement of the esophageal probe. Flexed the temperature in cable and patient temperature (pt) remained stable on the screen. Recommended they get another cable, but they have no other cables or devices in facility. Advised if they continue to use the device, they place a secondary probe preferably core temperature and keep a close eye on them for correlation. Per follow up information received via task on 08 mar 2026, spoke with nurse who confirmed a biomed exchanged the device for another from the emergency room (ER) and was unsure what was wrong with it.